Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 19mmol/l at the time of the incident. Troubleshooting for damage was performed. It was reported that there was a crack along the battery holder which was not holding the battery in. It was also reported that a piece of plastic chipped off the reservoir compartment. Troubleshooting for damage was performed. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2/lcd keypad connector. Analysis was unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no button response. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, broken battery tube threads and stained end cap sticker.